Event description:
Information was received through a medwatch, number unknown, indicating that a pump using a cadd extension set was 33 hours into the 46 hour infusion when the end user noted the infusion pump or tubing was leaking. It was reported the nurse was unable to determine where the leaking occurred and noted dried 5 fluorouracil chemotherapy drug primarily on one side of the cadd extension set filter and reported that around it had leaked. Per reporter the following morning the patient was set up with a different cassette containing the remaining medication, new tubing and extension set, the reporter also indicated having previously experienced this type of issue multiple times and reporting them.